Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, patient faced adhesive issue with three infusion sets. Patient reported infusion set fell off during use. Patient used infusion set for one day and replaced infusion set and resumed insulin successfully. No further information available.